Event description:
It was reported that during the early morning hours, the pt presented to the hospital emergency dept. In ventricular fibrillation arrest. The pt was taken to the cath lab approx. 75 minutes later. The physician placed 2 taxus drug eluding stents. A groin shot of the right common femoral artery (rcfa), was deemed inadequate. An angio-seal was deployed. The pt's blood pressure at the beginning of the procedure was 95/66. A neosynephrine drip @ 100 mcg/min was started. Twenty five minutes after the first blood pressure was taken, the pt's blood pressure rose to 123/86. Twenty eight minutes later, the blood pressure was 138/65. The pt was transferred to the cardiac care unit (ccu). Mid-morning, the pt's blood pressure dropped to 50 systolic with the neosynephrine drip wide open. The heart rate slowed, a code was called, and the pt was resuscitated. Approx. 2 hours later, the pt was brought back to the cath lab for placement of an intra-aortic balloon pump (iabp). The neosynephrine drip was still running and the pt's blood pressure was 125/90. The coronary arteries were checked for abrupt closure and there was no evidence of any coronary artery problems. The rcfa where the angio-seal was placed that morning was not visualized. While the pt was still in the cath lab, the pt's lab test came back showing a drop in the hemoglobin from 11.1 to 6.2. Blood was given in the cath lab. The pt was reported as stable, but critical when she left the cath lab. Two days later, a CT scan showed a mild retroperitoneal hemorrhage. Four days later, the pt died. The discharge summary listed the cause of death as a cerebral hemorrhage, and anoxic encephalopathy. The pt's weight at admission was 79 kg and 87 kg at death. Medications included 5000 units of unfractionated heparin and a 6.2 ml bolus of integrilin that were given when the pt was in the emergency dept. A integrilin drip of 6.2 ml/hour was administered during the first procedure and post procedure. The pt's active clotting time at the end of the first time in the cath lab was 357. The integrilin infusion continued for 31 hours.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.